Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient was hospitalized for a stroke shortly after the end of their successful trial. The physician does not believe the stroke was related to the device. The patient is recovering and may be implanted with the permanent implant in the future.